Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted "no shock advised" for a simulated shockable rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll representative went on site to evaluate the device. The customer's report was observed during initial testing; after disassembling the device to determine root cause, the report was no longer seen. As a result, the device was requested to be sent in to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.